Event description:
The customer reported to philips healthcare that the "red cross is fixed if the defibrillator is disconnected from the electrical network and blinks, if it is powered from ac". There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.